Event description:
An orsiro drug-eluting stent system was selected for treatment of the lad. After placing a stent in the pre-dilated lesion, the orsiro was introduced but could not pass the lesion or the proximal edge of the previous implanted stent. The device was removed, and it was detected that the stent was displaced on the balloon. Another device was used to complete the intervention.

Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the stent is displaced by about 10 mm in proximal direction. The stent is slightly opened at its distal end and deformed, several white fibers were observed entangled with the stent struts. Microscopic inspection showed stent imprints on the exposed balloon surface, indicating that the stent was initially crimped in between the two radiopaque markers. The balloon show signs of an inflation attempt with a medium amount of dried contrast medium residue in the balloon- and inflation lumen. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. It should be noted that the IFU advises the user to not reinsert the orsiro stent system as the stent and/or the delivery system may have been damaged during the initial attempt to cross the lesion or during withdrawal. The user is further advised that the distal lesion should be initially stented, followed by stenting of the proximal lesion.